Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported, ¿downstream occlusion alarm¿ was not reproduced. The device was tested for flowline for downstream occlusion testing and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion during programming/setup. There was no patient involvement. No additional information is available.